Event description:
It was reported that the patient presented with approximately four to five type I stent fractures. The stent had been implanted to treat a recurrent stenosis in the left femoral. The stent remains implanted. Re-intervention consisted of pta and additional stent placement proximal to the previously implanted stent. The patient is asymptomatic.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The stent remains implanted; therefore, not available for evaluation. The event investigation is currently underway.